Event description:
This senior medical affairs spoke with the pt/layperson on 11/19/08 regarding her allegation in 2008, that her one touch ultralink meter results were inaccurately high while feeling low. The product was in range with control solution when checked during customer service's troubleshooting. Meter and test strips were replaced. Results are in mg/dl, correct unit of measure. The pt reported the following. Around 8pm on the day of event, the pt had symptoms she attributed to hypoglycemia, "shakes, blurry vision, everything is dark." Due to the symptoms, the pt tested four times because she doubted each result of 133, 193, 163, and 152. She does not recall if she washed her hands before puncturing her finger. The pt then tested with her non-lifescan meter, result 62. After the latter result, the pt drank grapejuice. Feeling better sometime after the juice, the pt compared the two meters using a new vial of ultra strips for the ultralink that were from the same lot/package as the initial tests. Results were within two points, one low 70's and the other around 80. Reportedly, the pt typically begins to feel low at 70 or lower. At an unrecalled date after the event, the pt's physician lowered her basal rates from .9 at midnight, 3a.m, 7a.m and 10 pm to .5 midnight; .65 at 3am; .8 at 7am; and .9 at 11am (previously .1), and .6 at 10pm. Because the pt's symptom occurred before the alleged product issue began and because the pt's physician lowered her basal rate after the issue, there is no evidence the product contributed to a serious injury. However, due to the greater than 30% variance between the pt's four ultralink results (between 133 and 193) and the other meter (62), the complaint is classified as an accuracy malfunction.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.